Manufacturer narrative:
The a1cx3 reagent lot number was 839436 with an expiration date of 30-apr-2026. On (B)(6) 2025, the reaction cells were replaced. They were checked on 29-dec-2025, and condensation was observed. During the cell blank measurement, some reaction cells showed droplets. No overflow was observed at the rinse station. The hardware check did not pass for all assays. Both sample and reagent probes were decontaminated. Qc results were acceptable, but were at the higher range. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 303 analytical unit. The initial result was 7.13%. The sample was sent to an external laboratory, where the result from an unknown method was 6.4%. On (B)(6) 2025, a new sample was obtained, and the initial result was 7.17%. The sample was sent to an external laboratory, where the result from an unknown method was 6.46%. No questionable results were reported outside of the laboratory. The results from the external laboratory were believed to be correct.

Manufacturer narrative:
Multiple sample pipettor alarms were observed. No further information was received for the investigation. Based on the information provided, the cause of the event could not be determined.